Event description:
This pt's internal magnet become dislodged from it's internal casing. The surgeon is planning on replacing the magnet during a surgery in the near future (date is not scheduled at this time).